Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer got replace battery now alarm several times and also power error was detected. Customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was done for replace battery now alarm and power error. Customer stated that he did not get a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. Customer has gone through the alarm history and reported she received insert battery alarm and replace battery now but not a low battery. The customer was advised that the pump will be replaced.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. No replace battery now noted during testing. However, pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratches on case, broken belt clip rails, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.